Event description:
Product was 12 months in site. The pt allegedly was suffering from pain in the operated knee and also felt that the knee was not stable. From x-ray evaluation it was natural to assume that the problems were related to an improperly fixed tibial component. This was confirmed by reoperation.